Manufacturer narrative:
Calibration and controls were acceptable. A general reagent issue can be excluded. Camera images from previously measured samples showed an abnormality in one of the sample tubes which appeared to be part of a cap. This may have hindered probe positioning. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with elecsys anti-tpo on a cobas e 801 module. No questionable results were reported outside of the laboratory. A tube of the first sample initially resulted in anti-tpo values of 37 iu/ml and 9.43 iu/ml. The parent tube of the sample was then repeated, resulting in a value of 9.05 iu/ml. A tube of the second sample initially resulted in an anti-tpo value of 36 iu/ml. The sample was then repeated, resulting in a value of 12.4 iu/ml. A tube of the third sample initially resulted in an anti-tpo value of 36.4 iu/ml. The sample was then repeated, resulting in a value of 12.7 iu/ml.

Manufacturer narrative:
The serial number of the e 801 analyzer was requested, but not provided. The field service engineer cleaned the instrument on 09-feb-2025. The investigation is ongoing.